Manufacturer narrative:
Updated block: h6 . The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's technical support specialist, during troubleshooting, the logs showed an 'oxygen (o2) sensor and blender disagree' and a 'miscellaneous gas error' event.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 20% decrease in the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) amount and required recalibration. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.